Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, intra-operatively, the device¿s needle fell out in the patient¿s vaginal cuff and the doctor could not retrieve it. The device remained in the patient¿s vaginal cuff.